Event description:
The customer reported the system displayed a collimator potentiometer error. This would cause the system to not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the collimator cable connections. The system operates as intended.